Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to progressive loss of electrode function. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The correct implantation date is (B)(6) 2006, not (B)(6) 2006, as previously reported. The report is filed october 1, 2015.